Event description:
It was reported that the patient presented with degenerative disc disease and spondylolisthesis at l5-s1 and underwent an alif at l5-s1 using rhbmp-2/acs and an interbody cage, followed by placement of posterior instrumentation. No complications were noted. Post-operatively, it is alleged that the patient developed back pain, back swelling, chronic leg pain, numbness, tingling, and difficulty swallowing.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: spondylolisthesis, l5-s1. For which, patient underwent following procedures: anterior interbody fusion, l5-s1, with percutaneous posterior instrumentation. Per op notes, navigation device was then used to determine the sagittal approach angle to l5-s1. A 16 x 26-mm lt cage was inserted with bmp . The bmp was reconstituted with sterile water and soaked in a synthetic collagen sponge. The sponge was then rolled and placed in the cage. The cage was placed under fluoroscopic control, with a good placement.